Event description:
A physician reported a pt who was treated on 15 october 1997 into a scar in the nasolabial fold (left chin below the lip line). During the implantation, an area of skin the size of a silver dollar blanched and became numb, and was still white one and one half hrs after the treatment, although the color had improved. The physician believed that the pt had a vasopasm due to the collagen therapy and recommended local massage. On 21 october 1997, the physician instructed the pt to apply tegaderm bandage to the area for two weeks. Neither intervention was effective. On 14 january 1998, add'l info was rec'd from the physician, who believed that the local symptoms at the treatment site were probably not product related; redness with scarring was still evident. On 7 may 1998, the physician provided add'l follow up info. The pt had been regularly seen since october 1997. The pain had resolved, most of the redness was gone, and a white scar remained. The pt had applied vitamin k to the site.